Event description:
It was reported that the customer had issues with the insulin pump and they want to get a new device. The husband stated that they may go to the emergency room due to her high blood glucose of 404mg/dl. The customer was not feeling well, had dry mouth and thirst. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Troubleshooting was not performed as caller stated not feeling up to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.